Event description:
The customer contacted baxter's technical service center to report a connection issue with the transfer set while on the home choice (hc) device during use during fill 1. The home patient (hp) stated that she had an issue earlier with the transfer set connection. The hp had to see the registered nurse(rn) to have it replaced. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance spoke with the home patient (hp) regarding the reported issue. The hp stated that the transfer set had gotten disconnected due to hp's error in handling. The hp spoke with the nurse and they had it replace and also reviewed proper procedures for disconnection. The hp is continuing therapy without any issues.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). Information regarding the point of disconnection was also left out of the initial MDR. "Baxter product surveillance asked the home patient (hp) if the disconnection was between the transfer set and the cassette or the adapter. The hp stated it was with the plastic part attached to their abdomen (catheter).the manufacturer of catheter is unknown. This complaint for a report of a connection issue was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.